Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). The modular cable was returned for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the modular cable was exchanged due to external damage. No alarms were reported for the event and the patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The reported event of a damaged cable was confirmed. Examination of the returned modular cable noted that the outer jacket and bend reliefs were discolored. The outer insulation was covered with a rescue tape approximately 8 inches from the controller driveline connector. The evaluation of the outer jacket revealed the jacket was torn and the polyurethane around the torn areas showed a cracked surface. Visual inspection of the underlying armor layer found no evidence of damage. Examination of the modular cable connectors found no evidence of damage to the pins. The cable passed manufacturing test procedure and was determined to function as intended. The evaluation could not conclusively determine the cause of the outer jacket discoloration and tears. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.